Manufacturer narrative:
Product event summary: no touch pen was returned with the programmer though the original comment was that the programmer and its stylus were not able to be successfully calibrated, however, it was noted that the cursor and the tip of a known, good stylus did not align on the screen and therefore the stylus and the overlay were both replaced and the stylus calibrated. Analysis further noted that the floppy drive intermittently would not read, there were missing hinge plate screws and that a light-emitting diode control test was out of specification though the programmer was able to interrogate. The floppy drive, missing hinge plate screws and the link electronic module (lem) were replaced and the lem calibrated, as well as the software being reloaded and updated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer and the stylus touch pen have not been able to be successfully calibrated. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.